Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported right side "allergan breast prosthesis, and after a breast ultrasound the prosthesis broke." Patient also reports that after a consultation with a plastic surgeon, referred for an MRI of the breasts and the report came back positive for a ruptured prosthesis. This record is for the right side. The device remains implanted.